Event description:
Customer reported a recurring malfunction alarm identified by the code malf 12. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump and provided instructions for temporary insulin delivery using insulin pens. A replacement pump, which includes updated software, was shipped to the customer. The customer was advised to contact their healthcare provider for dosage instructions and to return the faulty pump within 10 days.